Event description:
It was reported by customer the v60 has an unspecified battery failure. Issue was identified outside of therapeutic use and unit did alarm. No reports of patient/user harm or injury. Investigation is ongoing.

Manufacturer narrative:
The authorized service provider (asp) evaluated the device and confirmed the reported problem. The device displayed: battery failed alarm" message. The asp determined battery replacement required. The delivered battery did not have the adequate life for installation. The device remains at the customer site and has not been returned to service. No additional details regarding the reported issue and its resolution are available. If additional information becomes available- a follow up submission will be completed.